Manufacturer narrative:
Investigation return. 12-15-2025: returned product 1 palodent v3 ring universal blue (new and improved v5 design) broken in half at the pivot point. Overmolding date codes verified ¿c¿ for march and ¿q¿ for 2025. Product does not meet specifications therefore DHR and retain evaluation will be conducted. (B)(4). Retain. 12-15-2025: final packaging product retains are not kept as per normal procedure. Ring over-molding retain from item# 759870 lot#¿s 09963998 & 09963999 were pulled, reviewed, and deemed acceptable as per (B)(4) and meet all form/fit/function. (B)(4). DHR. 12-15-2025: DHR for item# 659760v lot# 10297441 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order (B)(4) is the packaging work order which utilized 2 over-molding of the springs to rings production work orders/runs for item# 759870 v5 ring universal ¿ palodent in which were lot#¿s 09963998 (mfg 03-2025) & 09963999 (mfg 03-2025). The over-molding work order is only to mold the tynes to the spring. DHR review for item# 759870 lot#¿s 09963998 & 09963999 did not indicate any production issues, nor any comments noted with all inspections performed and deemed acceptable by the operator(s) and quality as per (B)(4). The over molded rings utilize item# 120011 v3 spring universal sub assembled in which are processed on a separate work order. Dhrs for item# 120011 lot# 09980657 (spring used on work order# (B)(4)) and item# 120011 lot# 09980658 (spring used on work order# (B)(4)) did not indicate any issues during production, with all acceptance criteria met for both work orders as per (B)(4).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use. No injury occurred.